Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation or doctor visit. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a skin irritation at the cannula insertion site the size of a nickel, bright red, itchy, painful, warm and burning sensation. The customer went to the doctor's office at the hospital and was given clindamycin antibiotics.